Manufacturer narrative:
The insulin pump had corroded keypad traces. All button functioned properly. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked belt clip slot.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during normal use. Customer's blood glucose was 169 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.